Event description:
An optometrist report that a pt who underwent lasik was diagnosed with asymptomatic trace diffuse lamellar keratitis in the left eye, at the one day post-op visit. The topical steroid drops were increased. Upon f/u, reporter mentioned that the dlk has resolved five days after surgery, and the ucva remained 20/20. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Pt code: 1944, 3191 - not labeled. Device code: 2993 - not labeled. (B)(4).